Manufacturer narrative:
The subject device initial evaluation has started , however, the final device evaluation results and final report has not yet been finalized and completed. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Suction function and maintenance was reported on the device. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Clogged , air/water flow issues due to insufficient reprocessing was noted during device evaluation. This report is being submitted for handling, insufficient reprocessing issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter that appeared to be part of a black o-ring. No nozzle deformation or damage has been reported. The user performed reprocessing according to french standards and instructions for use (IFU). No deviation from IFU was observed. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section glue is scratched and separated, the light guide lens is corroded (x2), the charged coupled device cover lens is chipped, there is knob play and less angulation, the plug unit is corroded and the contact pin is damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.